Event description:
Percutaneous coronary intervention (pci) was performed in a 80-90% stenosed lesion with no calcification and mild tortuosity in the left circumflex coronary artery. An intravascular ultrasound (ivus) catheter being used to image the stent placement, determined the distal stent edge was not well apposed. When the physician was finished imaging and withdrew the ivus catheter, resistance was met, the ivus had became caught on the stent at the distal edge. The physician attempted several times to free the device, finally succeeding with the use of a balloon tip to push the ivus catheter releasing it from the stent. The procedure was completed successfully and the patient condition is reported to be "stable".

Event description:
Percutaneous coronary intervention (pci) was performed in a 80-90% stenosed lesion with no calcification and mild tortuosity in the left circumflex coronary artery. An intravascular ultrasound (ivus) catheter being used to image the stent placement, determined the distal stent edge was not well apposed. When the physician was finished imaging and withdrew the ivus catheter, resistance was met, the ivus had became caught on the stent at the distal edge. The physician attempted several times to free the device, finally succeeding with the use of a balloon tip to push the ivus catheter releasing it from the stent. The procedure was completed successfully and the patient condition is reported to be "stable".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. It should be noted that the subject device was returned in sections, per the reported event description. When received the telescope assembly was cut off 155.0cm from distal tip assembly and the imaging core was cut off 139.8cm from transducer distal housing assembly and outside the sheath assembly. The distal tip assembly and the transducer distal housing were still intact. Kink was observed in the sheath assembly and the guidewire exit port was lifted (.5cm long). Imaging core wind up in the telescope assembly was also observed during visual analysis. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Manufacturer narrative:
(B)(4) new code request has been submitted for stuck in stent.